Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. The two of the reported readings (41 mg/dl and 201 mg/dl) were found in the meter's hyperterminal. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer's sister reported customer received erratic readings on their blood glucose monitor. Customer's sister reported customer received readings of 41 mg/dl, 74 mg/dl and 201 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.